Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The patient was in atrial fibrillation during the procedure. The left atrial appendage was measured at 22mm. Sizing was determined with trans-oesophageal echocardiogram (toe). Toe and angiography was used during the procedure. During the procedure a tug test was performed. Close criteria were satisfied before and after the tug test. It was observed that the device compressed on the concave borders of the lobe. The device was implanted. Five hours post-implant the device embolized into the left atrium. The device was successfully re-captured with a transcatheter snare. A new 22mm amplatzer left atrial appendage occluder was successfully implanted more deeply. The user believes the embolization was due to over-sizing the device. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The patient was in atrial fibrillation during the procedure. The left atrial appendage was measured at 22mm. Sizing was determined with trans-oesophageal echocardiogram (toe). Toe and angiography was used during the procedure. During the procedure a tug test was performed. Close criteria were satisfied before and after the tug test. It was observed that the device compressed on the concave borders of the lobe. The device was implanted. Five hours post-implant the device embolized into the left atrium. The device was successfully re-captured with a transcatheter snare. A new 22mm amplatzer left atrial appendage occluder was successfully implanted more deeply. The user believes the embolization was due to over-sizing the device. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the device embolized into the left atrium after post-implant. The device was successfully re-captured with a transcatheter snare. A new 22mm amplatzer was successfully implanted more deeply. It was believes the embolization was due to over-sizing the device. Based on the information received, the cause for the reported device embolization appears to be related procedural conditions (over-sizing device selection). There is no indication of a product quality issue with regards to manufacture, design, or labeling.